Event description:
The company was informed that during the implant surgery, the pt experienced a csf leak. The leak was packed and the surgery on this ear was aborted.

Manufacturer narrative:
The company considers the investigation into this reportable event as closed. The company was informed that the pt was implanted on the contralateral side. This is the final report.